Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving saline and morphine 18 mg/ml for a total dose of 0.112 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient stated their pump was hurting and they needed to find a healthcare professional (hcp) in their area. The patient stated they went through withdrawal because they missed a refill. It was stated they were feeling funny and was "climbing walls." It was mentioned the patient ended up putting some saline in the pump and filled it again with a new medication. No out of box failure was reported. A medical or device issue associated with small parts was not reported. The event date was unknown (stated roughly 2016-2017, around the month of (B)(6). It was noted the patient does not currently have a hcp as they were dismissed from their previous hcp due to unpaid bills, and the patient needs a new hcp. It was noted the patient was disabled. It was stated that the patient was not sure of the exact drug at the time of the event and provided information from telemetry strip dated (B)(6) 2018. No further complications were reported/anticipated.